Event description:
On (B)(6) 2024, the patient was in the office and had a sis procedure to evaluate post-menopausal bleeding. The patient underwent a pelvic sonogram and a uterine biopsy. No complications were noted. On (B)(6) 2025, the patient sent a message to the office that she had a yellow plastic clip come out of her vagina while in the shower following intercourse. She had reported that her husband mentioned feeling a hard object inside of her vagina with intercourse previously. The patient was seen in the office for her annual evaluation to evaluate further, it does not appear there was significant injury. The patient was diagnosed with bacterial vaginitis at the follow up appointment and treated with doxycycline, it is unclear if the retained foreign body contributed to this condition.